Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During inflation testing of the returned sample the cuff deflated immediately. Visual inspection confirmed a cut in the cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Complaint trends will continue to be monitored

Event description:
It was reported that prior to use, air could not be inserted into the cuff. There was no patient involvement and there is no report of serious injury or death associated with this event.